Manufacturer narrative:
This product was manufactured before the implementation of the UDI regulation, so the complete UDI is unavailable. Applicable us product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to lead fracture resulting in elevated pace impedance and increased threshold and a new rv lead of a different model was placed. Patient also experienced pain and discomfort. This lead was retained by the customer and will not be returned. No additional adverse patient effects were reported.